Manufacturer narrative:
Device evaluated by mfg. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angioplasty and stent placement procedure in the left superficial femoral artery via right groin access, the clear extension of the check-flo valve assembly separated from the flexor high-flex ansel guiding sheath hub. The separation occurred while the physician was attempting to inject contrast through it. The physician completed the procedure successfully by having the nurse to hold/cover the hole while injecting contrast through the device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during an angioplasty and stent placement procedure in the left superficial femoral artery via right groin access, the clear extension of the check-flo valve assembly separated from the flexor high-flex ansel guiding sheath hub. The separation occurred while the physician was attempting to inject contrast through it. The physician completed the procedure successfully by having the nurse to hold/cover the hole while injecting contrast through the device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a visual inspection was conducted on the complaint device. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions (mi), instructions for use (IFU), and quality control procedures. The device was returned to cook for investigation. The clear tubing appears to have come free from the hub, no material was left in the hub. Failure confirmed by visual examination. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. A database search for complaints on the reported lot found no additional complaints reported from the field. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. At this time, cook concludes that the device was manufactured within specification. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which states, ¿sheath introduction: using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ based on the available information, cook concluded that component failure unrelated to manufacturing contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.